Event description:
On 04-sep-2025, the user reported hyperglycemia with a highest blood glucose (bg) of 281 mg/dl after being disconnected from the ilet for 30 minutes during a shower and charging. Insulin delivery resumed after reconnection and bg returned to range. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.